Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device was adjusted accordingly. Issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2r1d6, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called in response to follow up letter and said they didn't have time to fill out the letter. The patient said they remember saying anything about the lead possibly moving. The patient said they since adjusted the settings and they would say they were getting at least a 50% reduction in symptoms. They also mentioned they had a blood clot in their left knee and lung. The patient said they got all the tests and they didn't have a gene issue but they do have the device inside them. Patient said "who knows" if it was related to the device. Patient also mentioned sitting in the car for 3 hours.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  a few weeks ago they started to have lower back pain, and they noticed that their back felt better after they increased stimulation. The patient wondered if the lower back pain was somehow related to the ins. The patient mentioned  to their hcp  the patient asked if it was possible for the lead to migrate. Agent confirmed that it is possible, and that the patient would need to address potential lead migration concerns with their managing hcp. The patient connected to the ins during the call without any issues. The patient mentioned that sometimes they feel a shock when they increase stimulation, but they did not feel a shock when they increased stimulation during the call. The agent advised the patient to follow up with their healthcare provider to further address concerns about the implanted system. The patient said they have an appointment with their managing hcp next week.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r1d6 serial# implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.